Event description:
Pump was reported to infuse at twice the posted rate during clinical use. Although attempts were made to obtain add'l info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved, rate of infusion or any add'l incident details.